Manufacturer narrative:
There is no known patient involvement. Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through a follow-up communication with the customer, livanova (B)(4) was provided with the test results confirming the contamination. Livanova learned that the unit has been sold and is no longer at the reporting facility. The customer also reported that, as of today, there is no known contaminated device at the facility. During additional follow-up communication, the customer reported that the device was sold to a company (value medical) that purchases medical device equipment for sale to other users. Livanova contacted value medical and requested that they inform the purchaser of the device about the reported contamination and the field safety notice regarding mycobacterium chimaera contamination. The device subject of this complaint was sold to an unknown user, and value medical confirmed that the purchaser was informed of all information related to the device. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. An exact root cause for the contamination was not identified. However, as corrective action for this type of issue, a field safety notice has been released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera, mycobacterium chelonae, mycobacterium mucogenicum and mycobacterium peregrinum during maintenance. There is no known patient involvement.